Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that unknown quantity of wafers from 2 market units had wafer stoma openings that were off-centered resulting in a decreased wear time of 2 days. Her usual wear time was 3-4 days. There was no harm reported by the end user. No photo is available at this time.

Event description:
To date no additional patient or event details have been received.